Event description:
It was phoned in by the sales rep that while at a mvr case yesterday, the intraclude aortic device, icf100 was losing balloon pressure during the case. The icf100 was replaced with a second icf100 device and there was no further complications. The icf100 was used with the endo return cannula. No patient injury was reported. There was damage to the catheter at the 72cm mark. Both the ER & icf100 is to be returned for evaluation.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: a leak was observed on the outside of the shaft when colored water was introduced in the balloon lumen. This leak most likely contributed to the inability of the balloon to inflate further when fluid was introduced in the balloon lumen. The endoreturn returned was visually examined and the inside of the y-connector was sharp and not rounded. This contributed to the shaft damage. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.